Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the battery curve of the ICD shows a decrease of the voltage, and an estimated longevity at 2 years. The device was implanted in 2020, no shock recorded since the device implantation.

Event description:
Reportedly, the battery curve of the ICD shows a decrease of the voltage, and an estimated longevity at 2 years. The device was implanted in 2020, no shock recorded since the device implantation.

Manufacturer narrative:
Decision of device explantation has been taken the analysis of the provided patient files revealed an abnormal battery depletion. The device explantation is recommended as soon as possible, before the next battery reforming (24th april 2023).

Event description:
Reportedly, the battery curve of the ICD shows a decrease of the voltage, and an estimated longevity at 2 years. The device was implanted in 2020, no shock recorded since the device implantation.

Manufacturer narrative:
The ICD was explanted on (B)(6) 2023 and returned for analysis. The analysis of the explanted device revealed : - upon reception, the returned device was interrogated : o ventricular channel was with 2,2 v amplitude, and 0.38ms pacing pulse width; o proper sensing and pacing operations were observed; o no overconsumption was observed during consumption measurements by telemetry - then the device was opened to have direct access to internal components: o battery voltage was measured at 2,65 v o a detailed visual inspection did not reveal any anomaly; o the device was then powered with an external power supply; the device paces, detects, charges and shocks to 42j normally without over-consumption; - the hybrid circuit was then submitted to the standard electrical manufacturing hybrid tests : no significant error was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured) and considering the battery voltage at reception. - further investigations are ongoing at the battery manufacturer level.